Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator and lead were returned for analysis. Analysis of the generator was completed on (B)(4) 2014. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator. Analysis of the lead is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the returned lead portion was completed. A break was identified at the end of the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the coil end. Appearance of the negative coil suggests a stress induced fracture in at least two strands of the quadfilar coil. However, due to pitting, mechanical distortion (smoothed surfaces) and surface contamination the fracture mechanism cannot be ascertained. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the cut end. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.review of the available programming and diagnostic history showed normal diagnostic results through 06/13/2012.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to battery depletion and lead discontinuity. The explanted lead and generator are expected to be returned for analysis, but have not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.